Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #856c75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Although no conclusion could be reach on the cause of the reported event manual override would not work and would not open, the instructions for use do contain the following caution: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. To open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event manual override would not work and would not open could not be confirmed as the manual override system of the device is functional and the jaw could be opened without difficulties. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device psee60a lot number c9dj7h/ batch number 856c75 and no non-conformances were identified.

Event description:
It was reported that during the surgery, it was found that the cutting head could not be returned and the jaw could not be opened. The medical staff immediately starts to press reverse key, manual-return device and re-install battery, but still could not open the jaw. Changed to a new one to complete surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device psee60a lot number c9dj7h and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information was requested and the following was received: 1. Was there any difficulty opening the device jaws? 2. If yes, what steps were taken to open the jaws. -yes. Reverse button, manual override. 3. If the jaws could not be opened, how was the device removed. -as the tissue was cut off, the device was removed directly. 4. Could you please clarify if there were any patient consequences? -no 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.